Event description:
A report was received that the patient underwent a pocket revision because ipg came out of the pocket. The physician tucked the ipg deeper into the pocket. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.